Manufacturer narrative:
An investigation was performed and it was found that rapt does not clear diagnostics and the device is operating as designed.

Event description:
The reporter indicated a three month follow-up was performed and therapy diagnostic anomalies were observed as follows: initial itp: battery status screen: last shock: 709v, charge time: 6.7 sec. Bradycardia counters: sensed 7736221, paced 18, %pace 0. After clearing the diagnostics: battery status screen: last shock 709v, charge time: 6.7 sec. Bradycardia counters: sensed 7739323, paced 20; % pace 0. All other counters were successfully cleared.